Event description:
N/a.

Manufacturer narrative:
Medwatch was received on (B)(6) 2019 stating that a 39 year old non-hispanic/latino patient required emergency ventriculostomy . Integra accudrain device flushed and was ready to use. Upon attaching the tubing to the ventric catheter and attaching the drain device to the pole, the plastic clip broke, preventing attachment. A new setup had to be opened, flushed, and attached to the patient. This time delay prevented the attainment of an opening intracranial pressure. The ventric catheter had to be changed less than 24 hours later due to poor drainage and wave form. The registered nurse involved also reported seeing air visible in the previously flushed tubing of the device. The customer provided a photo illustrating the affected area; nonetheless, no broken part and no air in tubing lines were observed. As additional information, the breakage condition in this area could not produce a breach that can fill the tube with air. In addition, it was noted that the device in the photo does not belong to the catalog reported in this complaint, because catalog # sp0214 does not have the ¿one-way valve¿ that was seen in the picture. Since the complaint unit will not be returned for evaluation as specified by the customer, the failure analysis could not be completed. The device history record review showed the manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. The complaint could not be confirmed. Determination of root cause was not possible. UDI number: (B)(4).

Manufacturer narrative:
The device was not expected to be returned to the manufacturer for evaluation. Customer provided a photo illustrating the affected area by a red circle; nonetheless, no broken part and no air in tubing lines were observed. As additional information, the breakage condition in this area could not produce a breach that can fill the tube with air. Moreover, it can be noted that the device does not belong to the catalog reported in this complaint, because catalog # sp0214 does not have the ¿one-way valve¿ that can be seen in the picture provided by the customer. Since the complaint unit will not be returned for evaluation as specified by the customer, the failure analysis could not be completed, and complaint could not be confirmed. The manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. This lot complied with different tests performed during its manufacturing. The event, nonconformance, scar and CAPA systems were reviewed for the past 24 months and no investigation have been issued that could be related to the ¿air bubbles in line¿ condition for the accudrain product family. Determination of root cause was not possible. UDI number: (B)(4).

Event description:
An account manager reported that the sp0214 ins8400 with one foot of proximal patient line broke and tubing sucked in air on an unspecified date. There was a delay in patient care as the nurse had to get another system set up. Additional information was received from the customer on 20sept2019 that they were not able to send the device since it was discarded. Additional information has been requested however no other clinical information has been provided.